Event description:
Boston scientific received information that the patient contacted the clinic and stated that following a coughing and sneezing spell he felt twitching on his side. The patient was brought in for evaluation where left ventricular (lv) loss of capture at maximum outputs and intermittent diaphragmatic stimulation was observed. Subsequently a revision procedure was performed where the lv lead was explanted due to a dislodgement and epicardial leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.